Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked reservoir tube noted during visual inspection. No button error alarms noted. No button response due to flattened domes switch on esc button. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 198 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.